Manufacturer narrative:
Our investigation into the reported event is in progress. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure the hand control to their cmax x-ray image guided surgical table turned off and would not turn back on resulting in a procedure delay. The procedure was completed successfully. No report of injury.